Manufacturer narrative:
The device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for the same event. It was reported that during a mastoidectomy surgical procedure it was observed that the cutter devices were not as good as they used to be&#56224;it was reported that the physician had to use four [4] of the devices in a case because they were getting dull. It was reported that there was a ten minute delay in the procedure and unspecified spare devices were available for use. The procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.